Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported on behalf of a healthcare facility that the rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in south africa reported on behalf of a healthcare facility that the rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section b4: corrected. Method: the subject rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility. Results: the healthcare facility reported that the rt265 infant dual-heated evaqua2 breathing circuit was leaking when tested on the ventilator. F&p healthcare could not confirm the reported issue. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported fault. The user instructions that accompany the rt265 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged.